Event description:
It was reported that a non-abbott balloon was used to pre-dilate the mid left anterior artery (mlad) and post pre-dilatation there was staining seen and no reflow consistent with acute vessel closure. A xience xpedition 2.75 x 18 mm stent was implanted in the mid left anterior descending artery (mlad) emergently and there was improved flow. After implantation there was a residual edge dissection seen; therefore, a xience 2.5 x 12 mm stent was implanted in the mid to distal lad artery as treatment. There were chest pains (angina) and st changes occurrence which resolved shortly after the procedure ended. Post-procedure, the same day, there were elevated creatinine kinase-myocardial band (ckmb) of less than three times the upper normal limit. There was no treatment for the elevated cardiac enzymes. The elevated enzymes resolved without further adverse patient sequela on (B)(6) 2013 and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(6) 2013 (19:04): ck-mb=9.62 ng/ml, normal upper limit 4.08; (B)(6) 2013 (07:14): troponin I=0.012 ng/ml, upper reference limit 0.035; (B)(6) 2013: ck=134 u/l, normal upper limit 170; (B)(6) 2013: ck-mb=7.75 ng/ml, normal upper limit 4.08. Concomitant products: balloon dilatation catheter: sprinter legend 2.5x12mm; stent: xience xpedition 3.0 x 12mm, xience 2.5 x 12 mm. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and dissection, as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.